Event description:
It was reported that while in the coronarography unit, the md inserted the 8 fr sheath included in the kit and advanced the intra-aortic balloon (iab) through the sheath. The md could not insert the iab after the "renal arteries". As a result, the md removed the iab and the sheath as one unit. There was reportedly "important bleeding and additional time for procedure." Another iab (datascope 10f) was inserted. The outcome of the patient is listed as "fine".

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.